Event description:
The customer reported that the 9800 system set up the dose summary. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The dose summary was checked and recalibrated. The system was tested and operates as intended.